Event description:
Reportedly, when the device was removed from the package the cord was observed to be frayed. It was not used on the patient. During device evaluation the frayed cord was confirmed to fail "hipot" testing.